Manufacturer narrative:
At this time, this product remains implanted. If it is explanted and returned for analysis, or additional information becomes available, a final report will be submitted.

Event description:
Boston scientific crm received information that during a scheduled routine visit, this left ventricular (lv) lead displayed impedance measurements greater than 2000ohms. Additionally, no capture or pacing was observed in any configuration or at maximum output. The lead integrity is suspected to be compromised. A review of the daily measurements indicated rising impedance measurements for the past month. At the previous visit six months ago, regular performance was observed. It was noted that the patient had not fallen nor suffered any accidents in this time frame. The patient is not pacing-dependent and there were no reported adverse effects. The physician will perform a revision procedure in the near future.

Event description:
The lead was subsequently explanted two months later during a revision procedure. It was observed that the lead was ruptured and both connectors were broken. This lead was extracted and returned for analysis.

Manufacturer narrative:
Visual inspection noted both the internal and the external insulation were abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Analysis found that the conductor coils were fractured approximately 498mm from the terminal pin. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.